Event description:
It was reported that a patient experienced elevated liver function tests, hyperbilirubinemia and hemolysis. It was determined that a patient experienced elevated lfts, hyperbilirubinemia, and hemolysis, after been involved in a procedure where a farawave catheter was selected for use. The patient required prolonged hospitalization. Was discharged the next day. No more information was provided. No device issues were reported. It's unknown if the device will return for laboratory analysis. It was further informed that the patient went to the ER the night of index procedure on (B)(6) 2025 due to abdominal pain and brown urine. Underwent a computed tomography scan of the abdomen and pelvis, which showed no abnormalities. An electrocardiogram confirmed atrial flutter with a controlled heart rate. Then was admitted due to elevated liver values, including increased total bilirubin and liver enzymes. Over the following days, these values steadily decreased and approached normal ranges. Therefore, the patient was discharged from the hospital.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient experienced elevated liver function tests, hyperbilirubinemia and hemolysis. It was determined that a patient experienced elevated lfts, hyperbilirubinemia, and hemolysis, after been involved in a procedure where a farawave catheter was selected for use. The patient required prolonged hospitalization. Was discharged the next day. No more information was provided. No device issues were reported. It's unknown if the device will return for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.